Event description:
Customer reported he was changing his reservoir and insulin was squirting out during the priming process. The insulin pump would not reset. It continued to prime and then it alarmed. Customer's blood glucose at the time of the event was 92 mg/dl. The drive support cap is protruded. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. His current blood glucose is 126 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. Moisture damage was found on the electronic and motor assembly. The insulin pump had minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube lip, cracked belt clip slot, broken battery tube threads, a stained address and serial number label and a missing end cap sticker.